Manufacturer narrative:
(B)(4).

Event description:
It was reported that during pre-discharge follow up, it was noted that the patient was presyncopal and hypotensive. Echocardiography revealed pericardial effusion resulting in tamponade. An appropriate emergency pericardial drainage was performed. The patient was hemodynamically stable post event. The patient was stable and symptom free during discharge on (B)(6) 2015.